Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the generator due to intermittent issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and the complaint was not confirmed by failure analysis. This unit was installed into the test system, and it worked fine with vessel seal instrument installed. The vessel seal extend instrument was used with a saline dipped gauze in the jaws and fired yell pedal/sync activations cut/seal about 10 times and e-100 worked fine without any issue. The generator power cycled 10x without any error or issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported a vessel sealer extend (vse) issue. The customer contacted technical support and reported that the e-100 leds (power button and instrument led) were flashing red without an instrument installed. The clinical sales representative (csr) technical support engineer (tse) suggested the customer power cycle the e-100 by holding on the power button for 3 seconds. The e-100 powered back up and leds immediately flashed red again. The isi tse asked the customer to power down the e-100 again and check the cabling at the back. The customer stated that the power cycled 4 times before calling. The isi tse was informed that the customer was not able to troubleshoot further. The isi tse advised that the customer could use the vse on the erbe, which the customer was planning to do. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.